Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error message but the patient could not remember what it was. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and will boot. The receiver case was opened and the ui board was detached in order to download the receiver log. A review of the receiver log observed a hardware failure, firmware errors and a screen sensor failed alarm. The reported event was confirmed. A root cause could not be determined.